Event description:
Caregiver had a number of error codes alarms on the curlin pump during patient¿s last infusion. Patient currently receives a medication every 6 hours via curlin pump on intermittent mode, bag change completed every 12 hours. Caregiver stated that she had a power issue and error code that she could not get to clear. Caregiver stated that during patient¿s last infusion, the whole bag of medication ran dry and was completed in 4 hours before it should have. Caregivers reports that there were no changes with patient¿s hook up and she started the pump at the same time as she always does. FDA safety report ID # (B)(4).